Manufacturer narrative:
A DHR review revealed no reject activity findings throughout the build of lot # 701375 that would impact upon the quality of the product. Bd received one used iag 22ga unit with an opened package from the lot number 701375. The unit consisted of the needle safety barrel assembly. Upon visual/microscopic examination, bd observed the needle was fully retracted into the safety barrel and the white button was depressed. The needle was pushed and repositioned to the out positioned. There was very small damage on the grip; inward causing the partial retraction. The damage was in the area at the bottom of the grip where it connects to the barrel. Functional testing was performed with findings that the button was depressed, the retraction was unsuccessful, very small damage observed on the grip inhibited a full retraction, and through manipulation the unit retracted. The returned unit provided for evaluation displayed a very small damaged grip; which inhibited the needle from retracting. Conclusions: the root cause for this incident has been determined to be a manufacturing deficiency. The plug probe and the load barrel stations in zone 5 have the ability to become misaligned and produce the type of damage observed in the returned sample. When there is a misalignment, the probe inadvertently contacts the edge of the grip and causes the damage observed in the complaint sample. A formal corrective action will not be initiated at this time, however, a quality improvement project was completed to minimize damage to the grip at the plug load station. The grippers have been changed to gathering grippers that should minimize the chance of damaging the grips.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needle of a bd insyte¿ autoguard¿ shielded IV catheter 22 g x 1 in. Failed to retract after the catheter was inserted. There was no report of injury or medical intervention.